Manufacturer narrative:
The complainant was unable to report lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 biopsy forceps was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, the day after the procedure, patient presented with fever and went to the hospital. Antibiotics was given and patient was discharged. The current condition of the patient was reported to be "fine." Reportedly, the cause of the fever is unknown. The procedure was completed using this device and no device malfunction was reported.